Manufacturer narrative:
Additional information: a1, a2, a3, a4, b5, d9, h3, h6 device component code, h6 concomitant products.

Event description:
A user facility biomedical technician (bmt) reported that an optiflux 160nre dialyzer finished assmbly dialyzer was used for treatment and a dialyzer blood leak occurred at the start of the patient¿s hemodialysis (hd) treatment. It was stated the blood leak was visually noted through the red hansen connector and the blood was not returned. The estimated blood loss (ebl) was 150 ml. The bmt confirmed that the machine, a fresenius 2008k machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The bmt also stated that fresenius bloodlines were used for treatment and confirmed that the leak was internal and no external blood leak was observed. The bmt stated that there were no defects or damage seen on the dialyzer. Immediately following the event, the patient was re-setup with new supplies on a different machine where the patient was able to complete treatment. The bmt confirmed that there was no patient injury, adverse events, and no other medical intervention required as a result of the reported event. The facility stated that the dialyzer was available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: b3 event date; d10 concomitant products therapy date; additional information note for follow-up 1 should have referenced d10 and not h6 for additional information.

Event description:
A user facility biomedical technician (bmt) reported that an optiflux 160nre dialyzer finished assembly dialyzer was used for treatment and a dialyzer blood leak occurred at the start of the patient¿s hemodialysis (hd) treatment. It was stated the blood leak was visually noted through the red hansen connector and the blood was not returned. The estimated blood loss (ebl) was 150 ml. The bmt confirmed that the machine, a fresenius 2008k machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The bmt also stated that fresenius bloodlines were used for treatment and confirmed that the leak was internal and no external blood leak was observed. The bmt stated that there were no defects or damage seen on the dialyzer. Immediately following the event, the patient was re-setup with new supplies on a different machine where the patient was able to complete treatment. The bmt confirmed that there was no patient injury, adverse events, and no other medical intervention required as a result of the reported event. The facility stated that the dialyzer was available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned to date for manufacturer evaluation. During the lot history review it was noted that there were 3 other complaints received against this lot number, all related to an internal leak. No samples were received for the other 3 events. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 2018-0161 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility biomedical technician (bmt) reported that an optiflux 160nre dialyzer finished assmbly dialyzer was used for treatment and a dialyzer blood leak occurred at the start of the patient¿s hemodialysis (hd) treatment. It was stated the blood leak was visually noted through the red hansen connector and the blood was not returned. The estimated blood loss (ebl) was 150 ml. The bmt confirmed that the machine, a fresenius 2008k machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The bmt also stated that fresenius bloodlines were used for treatment and confirmed that the leak was internal and no external blood leak was observed. The bmt stated that there were no defects or damage seen on the dialyzer. Immediately following the event, the patient was re-setup with new supplies on a different machine where the patient was able to complete treatment. The bmt confirmed that there was no patient injury, adverse events, and no other medical intervention required as a result of the reported event. The facility stated that the dialyzer was available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a dialyzer had a blood leak. Additional information was requested but was not received to date.